Manufacturer narrative:
Device evaluation: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Depth limiter has been trimmed to the surgeon¿s desired length. No suture or ts were returned prohibiting confirmation of the reported complaint of suture not cinching. A review of the device quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction of the red and white area of the meniscus with an ipsilateral approach, using ultra fast-fix assembly ¿ curved, it was reported that adequate fixation was not achieved. Both implants (t1 and t2) deployed successfully. The surgeon was unable to tighten the suture and the knot would not advance. The implanted anchors were left in loose without complete fixation. Another ultra fast-fix assembly ¿ curved was used to complete the procedure. The patient was okay post-procedure. There were no reports of patient injuries or complications.